Event description:
It was reported that the pt was admitted in 1994 for cardiac catheterization and underwent coronary artery bypass grafting 4 days later. The pt was readmitted the following month with an episode of syncope. Examination revealed some drainage from their sternal wound and chest tube site and was cultured as "presumptive staph aureus." Sternal wound exploration was done.